Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. A factor that can contribute to improper cutting wire orientation includes manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove pre-curved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tomes are subjected to a visual inspection, and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends, and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During several endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used an unknown number of cook fusion omni-tomes. The sphincterotomes had poor orientation. Mainly very angled on the left, even if it was unpacked and prepared correctly as usual. The physician was not able to cannulate in all these procedures and had to use sphincterotome's from different companies. Additional information received on 16-september-2020 noted that this is a general complaint and the customer has no further details. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.